Manufacturer narrative:
The information related to harm code has been updated which was not available with initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer would not wake up when husband went to wake her up. The harm code of loss consciousness had been added.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 120 mg/dl at the time of admission. The customer was given a glucagon shot to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the pump alerted the customer to low sensor glucose. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.